Event description:
It was reported that an ilet pump exhibited slow or insufficient charging despite being connected to a charger for several hours, with device logs indicating only a brief actual charging period while normal battery depletion occurred during use. Customer care provided support that included review of device engineering logs and user education on charging best practices. Investigation of this case revealed normal battery consumption during operation and limited charge time during the reported charging interval, consistent with a charging performance concern at the device-charger interface. No clinical symptoms during the event reported. Outcomes included no impact to health or medical intervention. It was concluded, based on previously established findings for similar reports, that user charging practices contributed to the event.